Manufacturer narrative:
(B)(4). The device was returned with tissue stuck to the distal electrodes holding the device jaws closed. The device jaws were able to be opened by gently pulling on the closure lever. After the jaws were opened, the device was tested on the generator and passed all functional testing. The cause of the jaws not opening was due to tissue buildup on the jaw electrode surface during use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking that may lead to the device jaws being stuck closed on tissue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an abdominal wall reconstruction procedure, the device wouldn¿t open and was stuck on the tissue; excessive skin around the abdominal area of patient. The surgeon then had to cut around the tissue. There were no adverse consequences for the patient reported.